Event description:
It was reported that a patient received a high drain 106 (night drain cycle six) alarm. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This alarm occurred at the end of peritoneal dialysis therapy. The patient reported feeling full in drain cycle six of six. The patient¿s fill volume was 1000 ml and the patient drained 2021 ml which relieved symptoms. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the homechoice device was identified. The device was not available for evaluation. A device history review was performed and did not verify the reported problem. If additional relevant information becomes available, a supplemental report will be submitted.